Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the device does not measure exhalation and flow volumes. The exhalation flow sensor was changed but it did not resolve the issue. The customer reported no patient involvement or allegation of patient harm.